Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that an issue with infusion set tube was kinked which attributed to an issue with infusion set because the insulin flow blocked alarm and had to changed soft cannula infusion set only to resumed insulin. The events occurred within 3 hours of insertion. The insertion site was reported as abdomen. No further information available.